Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Caller reported that customer was unable to test due to a port issue with her adc meter staring on (B)(6) 2013 and on (B)(6) 2013 customer felt weak and fell. It was further reported that customer had a loss of consciousness and her daughter treated customer with a "glass of orange juice with sugar and 1 tablet of glucotab". Customer was seen by an hcp, had x- ray of the right shoulder, received a diagnosis of right shoulder fracture and had "a sling on her right arm for 1 week". It was reported that a reading of 50 mg/dl was obtained, however it is unknown when and on what meter and attempts to clarify this information were unsuccessful. There was no report of death or permanent impairment associated with this medical event.